Event description:
The account alleged the brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician stated that the account has decided to scrap this bed, no repair will be made.